Event description:
Boston scientific received information that this right ventricular pacing lead exhibited noise and loss of capture. Pacing impedance measurements less than 100 ohms were also noted. There was no asystole as the patient has an underlying rhythm. A lead fracture was suspected. It was reported the patient experienced muscle stimulation. An invasive procedure was performed. This lead was capped and surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.